Event description:
A customer reported that they were unable to use their freestyle flash meter as the display screen had frozen. The meter is also exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The customer's product has been returned. A follow-up report will be completed once the investigation results are available. Customers and retailers have been informed through the letter.